Event description:
The port of connector line was broken when the patient tried to remove the spike of the transfer set from the port by the clean flash auto. No patient injury or medical intervention was associated with this incident per the international affiliate.